Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 500 mg/dl. Reportedly, the customer was using fiasp and had been using the same cartridge for 4 days. Tandem technical support (cts) educated customer on insulin and cartridge labeling. Customer declined to troubleshoot with cts.